Event description:
This device is operational, but not working right. They are unable to hear alarm sounds. A philips remote service engineer (rse) assisted the customer remotely and performed troubleshooting. The rse verified they can see waves, numerics, and alarm banners but no alarm sounds. There is no external speaker noted and no speaker malfunction message noted on the screen. The rse attempted to remote into the pic ix three times with no success. The rse recommended the clinical user contact the onsite biomed and have the biomed call back if further assistance is needed. No subsequent calls were received for this device and issue.